Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max cdiff kit (ref. (B)(4) lots 3200294 and 3291325 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Customer complained about false positive cdiff results on patient samples and negative controls obtained with bd max¿ cdiff kit lots 3200294 and 3291325 and culture for one patient. Samples repeated as negative on another platform. Review of manufacturing records of the bd max cdiff indicated that the lots 3200294 and 3291325 were manufactured according to specifications and met performance requirements. Customer provided database from instrument ct2545. Customer identified runs 1321, 1325, 1333, 1337, 1354, 1360, 1430 and 1436 as containing problematic samples. Manual pcr adjudication was performed across 11 samples identified by the customer. The analysis revealed step dislocation in the raw pcr signal of 6 out of the 11 samples listed (run 1321; position b9, 1325; b1, 1337; b5, 1430; a5, 1436; a2 and a5). It is unlikely these positive results are true amplifications. It must be noted that 5 out of these 6 samples were tested using pump 1 and were potentially caused by an instrument issue after review by a bd instrument quality engineer. An instrument service case was opened to assess a potential pump 1 issue on the instrument ct2545. The curves obtained for the remaining 5 samples (run 1333; position b1, 1354; b7 and b11, 1360; a9 and a11) showed no aberrant geometry. The discrepancies in results between the bd max¿ cdiff and the other assay used by the customer could be due to samples at the assay limit of detection. Discrepancies between the platforms can also be explained by the fact that limit of detection can vary between different assays. Manual curve adjudication has limitations; visual examination of pcr curves for low signal or aberrant curve geometry is a conservative assessment of the data. Without additional data, bd is unable to identify the cause of the customer issue. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max cdiff lots 3200294 or 3291325. The root cause was not identified. However, an instrument issue, specimen at or near the assay limit of detection (lod) and lod variability between platforms could explain the customer¿s discrepant results. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and a preventive action plan since no new hazard or trends was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
Report 2 of 2. It was reported that while using bd max¿ cdiff, there were an unspecified number of false positive clostridium difficile results for patient samples. No health impact or consequences were reported.